Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at .999 mg/day) via an implanted pump. It was reported that approximately 2-3 weeks post implant the patient started complaining of nausea and headaches. The hcp turned down the patient¿s daily dose to see if that would resolve the issue. The patient¿s symptoms were better but not completely gone. The patient also started to have fluid in the pocket. He was scheduled today ((B)(6) 2021) for a possible catheter revision. When the hcp opened the pocket, clear fluid drained out. The hcp checked the pump and spinal segment connector and it appeared to be patent. However, the pump connector was not. It was visibly loose and disconnected. The hcp re-connected the existing pump connector properly and placed the pump and all the connectors on a dry towel for approximately 5 minutes to see if any fluid leaked and there was no sign of visible leaking. The hcp then twisted and tugged on the pump connector to see if it would come off and it appeared to be still intact and connected properly. A new pump connector was offered, but the hcp didn¿t want to replace the connector. The hcp then stated that he was going to add a purse string suture on the entrance of the catheter in the pocket and in the exit of the spine to secure knowing it was not on label. There was no change to the existing pump or catheter during the procedure. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.